Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the needle and the thread broke. The needle "popped off" the strand.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received seven representative samples of device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.